Event description:
Philips received a complaint on the philips mrx defibrillator indicating that there was a bent pin on the battery connector. There was no patient involvement. Remote support from the customer care solution center was received, during which a quote was provided for a replacement of the battery pca. The customer refused repair, so no repairs were performed at this time. The device remains at the customer site and no further evaluation is warranted at this time.